Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. Prior to use the 3.50x12mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and prepped (air aspiration) outside the anatomy. There was no resistance noted when the protective sheath was removed. The bdc was advanced to the target lesion and resistance was noted due to the anatomy. The balloon ruptured at 12 atmospheres (atm) during the second inflation. Therefore, the bdc was removed from the anatomy and resistance was also noted due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. E1- facility name: (B)(6).